Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the speaker of an mr850jhu was found non-operational before patient use. There was no patient involvement.